Event description:
Medical affairs spoke to patient's spouse who provided company with the following information: date of incident is unknown. Patient's spouse came home around 5:30 pm and noticed the husband in bed, which is not unusual. The spouse went to the kitchen to make dinner and heard a "loud crash in the bedroom." When the spouse came into the bedroom, the spouse noticed the husband was on the floor sweating, and incoherent. The spouse immediately tested the blood glucose and obtained a 97mg/dl. The spouse immediately called the paramedics. Paramedics arrived within a couple of minutes. They tested patient and obtained a 20mg/dl. They treated patient with several vials of glucose. Patient was not taken to the hospital. Prior of the paramedics leaving, the spouse recalls that they advised patient eat and drink something. After ate and drink something, the spouse mentioned that they tested the sugar; however, the spouse does not recall what the reading was. Per the spouse the day of the incident the last time patient tested the sugar was at noon and obtained a 257mg/dl and took 5-6 units of r. Never tested the sugar or took medications until the spouse came home and tested patient. Check strip is within range; however, patient's control solution is expired. Patient is on a sliding scale of insulin and the spouse does not recall know the range.